Manufacturer narrative:
The patient information was not provided. The model# was not provided.

Event description:
(B)(6) customer ran blood glucose tests on 2 contour xtmeters and received readings of approximately 40 and 240mg/dl. She did not experience any symptoms. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the strips for evaluation. Meter and strips were replaced.